Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had wires that were broken and exposed near the tip of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customers reported complaint. Fa found the primary failure of the broken pitch cable to be related to the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure. No image or video was available for review. A review of the instrument logs for the tenaculum forceps (part number 470207-10 /lot number n10210222 0006) associated with this event has been performed. Per the review, the tenaculum forceps instrument was last used in a procedure on (B)(6) 2021 on system sk3390. The alleged instrument had 4 uses remaining after the last procedural use. This complaint is a reportable malfunction event based on the fa findings: the tenaculum forceps instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information in patient date of birth, patient weight, ethnicity and race, patient relevant test and patient medical record was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.